Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283, lot number 34426 showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 19 applications. Dissection and pressure testing showed a guide wire lumen kink at 1.29 inches from the tip inside the balloon. In conclusion, the reported balloon catheter failed the functional test and returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the balloon catheter subsequently tested out of specification per the manufacturer's investigation.